Manufacturer narrative:
Investigation evaluation: the products said to be involved were returned in a white plastic bag. Provided with the return were four open pouches from the lot number provided in the report. The labels match the product returned. A photo was provided and reviewed. The photo shows one of the reported devices coiled, the distal end and proximal catheter are visible. The basket is fully advanced and appears to be fully formed, but the handle position is not visible in the photo. Buckling near the proximal shrink tubing is observed, evidence of the reported difficulty during retraction. Our laboratory evaluation of the products said to be involved confirmed the report. Devices #1-#4 were returned with the baskets fully advanced. Buckling of the proximal catheter near the shrink tubing was noted on all 4 devices. During functional testing, the baskets were not able to retract when attempting retraction while in a relaxed, uncoiled, position on the table top. All 4 baskets would encounter strong resistance when attempting to collapse into the catheter during retraction. Additionally, during attempted advancement when relaxed on the table top, devices #2 and #3 encountered resistance in advancement and devices #1 and #4 were unable to advance. When the catheters were fully straightened the baskets were able to advance and retract without resistance. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the 4 returned devices confirmed the report of difficulty advancing and/or retracting. A corrective action (CAPA) has been initiated to address instances of difficulty during basket advancement and retraction. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. The product said to be involved is included in the scope of the corrective action. This observation occurred prior to use. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, for stone removal, the physician selected a cook memory eight wire basket. It was reported that before use, user tested the device and found out the basket could not be retracted into sheath after advanced out. This occurred with four (4) baskets. This occurred prior to patient contact; there was no impact to the patient. In addition, the user sustained no clinical consequence and there were no adverse effects to the user.